Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, "during placement of a PICC I noticed that when I aspirated to check for blood return that air was coming into my syringe. I removed the syringe from the injection port and expelled the air then reattached and flushed the line. I noticed that the saline was leaking out from around the wire coming out of the rubber (unsure of material here) stopper. After ensuring that all my connections were tightly secured, I attempted to aspirate again and pulled air into my syringe. I removed the syringe, expelled the air, reattached and attempted to flush a second time noting fluid again leaking from the same area when flushing. Syringe removed and placed on the other lumen (purple) and was able to aspirate blood and flush without issue. I was able to look closer and noticed the leaking. Patient was sent home with the PICC the next day for 8 weeks of IV antibiotics. The event was not urgent or life threatening. There was no harm to the patient. Patient has no recorded infectious diseases."